Event description:
Impulse dynamics received an automated medwatch alert on march 4, 2026 containing the following narrative: "patient reports shock and pain. Pacing spikes on 12 lead EKG(electrocardiogram). Magnet placed over optimizer and patient reported relief. Mdt device interrogation no shocks, episodes, and normal device function." Impulse dynamics conducted an internal investigation of such an event having occurred around the reported event date. No events or complaints were reported to impulse dynamics within this timeframe that fit the provided description, which is very limited in detail. Patient and ipg information except general model number were not made available to impulse dynamics in the medwatch report. It is important to note that the osm ipg is not an ICD and cannot deliver shocks to patients; these ipgs only deliver ccm therapy and cannot deliver life-saving defibrillations to a patient.